Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, sui, uti and pain. It was reported that following insertion the patient experienced dyspareunia, chronic infections, bloody foul smelling discharge, erosion, extrusion, bleeding, and incontinence. The patient believed that the patient had mesh trimmed 5-6 times post-implant from approximately 2006-2007, the latest being on (B)(6) 2007. On (B)(6) 2008, the patient underwent an implant of boston scientific obtryx . The patient underwent mesh excision surgery on (B)(6) 2008. The patient underwent mesh excision procedure on (B)(6) 2012 and on (B)(6) 2013 underwent mesh explants surgery. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.